Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to detect the attached electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was received at zoll medical singapore for evaluation. The customer's report could not be replicated or confirmed. Review of the device logs showed the device entered rescue protocol but failed to detect valid patient impedance. The last recorded use showed a successful shock into a simulator. The customer was advised to check the multifunction cable and CPR adaptor. The device passed all functional tests with no fault found. The device was recertified and returned to the customer. No trend is associated with reports of this type.